Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿retention of metals in periprosthetic tissues of patients with metal-on-metal total hip arthroplasty is reflected in the synovial fluid to blood cobalt transfer ratio in the presence of a pseudotumour¿ by tomi nousiainen, et al, published by bmc musculoskeletal disorders (2020), vol. 21, no. 610, 13 pages, https://doi.org/10.1186/s12891-020-03636-0, was reviewed. The purpose of this study is to describe the effect of acetabular component angles and pseudotumor formation on the blood metal ion levels in 69 patients with mom thas that were revised between september 2013 and march 2015. Within the study, 68 hips were competitor products and one hip was a depuy pinnacle/corail mom hip. Within the text of the article, the authors identify 4 competitor cup revisions due to loosening of the cup. The remaining results were not identified by manufacturer. It is unknown if the single depuy pinnacle/corail tha was associated with any of the results. All patients were revised due to symptomatic aval with MRI identified pseudotumor and elevated blood metal ions. Depuy components: 1 pinnacle/corail mom hip. Results: all patients were revised for pain and pseudotumor, 2 infections discovered intraoperatively, 2 loose femoral stems, 4 loosened competitor acetabular cups, 78.6% of the patients had evidence of cups mispositioned outside of the anteversion and/or inclination safe zones, 29 stems had corrosion of the taper, 4 stems had evidence of wear on the taper, 4 hips had intraarticular metal debris, an unknown number of joints had discolored and/or dark stained periarticular fluid consistent with aval and armd, 4 patients had dry sockets, 8 patients had osteolysis. 71.4% of patients had elevated blood metal ions as follows: cobalt: range: minimum 0.8 ppb, maximum: 193.2 ppb, chromium: minimum: 0.5 ppb, maximum: 95.9 ppb. Captured in this complaint: pinnacle acetabular cup, metal acetabular liner, metal femoral head, and corail femoral stem. As the authors do not specify the manufacturers of the products associated with the reported results, it is assumed that the single depuy pinnacle/corail mom hip was involved, with the exception of the loosened cups, which were identified as competitor products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.